Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer¿s mother reported via phone call the insulin pump alarmed power system error. The customer's blood glucose was unknown at the time of incident. Customer is using a pump with software version 2.9. Mother previously called to report power error detected. Power error detected recurred within a week of troubleshooting previous occurrence. Advised the pump will need to be replaced. Recommended customer refers to back up plan per health care professional¿s instructions. The insulin pump will not be returned for product analysis.